Event description:
Due to pelvic pain and recurrent prolapse, the pt underwent an abdominal laparoscopic removal of vaginal graft and a cystourethroscopy. The pt's pre-operative diagnosis was infection inflammation of vaginal graft, recurrent posterior vaginal prolapse rectocele, and recurrent apical vaginal prolapse vaginal vault prolapse. The name of the MFR, implant date, and implant location are unk.